Event description:
It was reported that the customer had been experiencing a lot of no delivery alarms on the insulin pump. Customer's blood glucose level was 1100 mg/dl. Customer is currently hospitalized. Customer's pump was suspended on (B)(6) from 3 pm to 9 pm. It was reported that the daily totals of insulin do not match up with what should have been delivered. Customer is a thin patient and rotates sites. Customer also avoids scar tissue. Caller was advised to monitor the pump and call back if issues persist. Caller was advised to switch the infusion set instead of just resuming the pump. Customer will call back. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.